Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the entire drawer was not detected on the communication bus. A field service engineer reseated the row board cable at the drawer controller end to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system 3so main drawer 2.1 was not detected on the communication bus, preventing the users from accessing medication. The customer stated that they were able to retrieve medication from other machines and from pharmacy, but it caused a slight delay in accessing medication. There were no adverse events or injuries reported based on this event.